Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 event summary it was reported that the basket head/tip of a ncircle tipless stone extractor broke while attempting to extract a <1cm renal stone through the last few centimeters of the access sheath ((B)(4)). The user then changed to a new ncircle tipless stone extractor from a different lot in which the same issue occurred ((B)(4)). The user then changed to a third ncircle tipless stone extractor and was able to complete the procedure. The device was tested prior to use. A laser was used during the procedure. The access sheath size was 10.7 and 12.7. The female patient in her 40s did not have any abnormal anatomy. The user reported that the patient had "large kidney stones" and that the size of the stone may have contributed to the device failure. When the basket tip broke, no parts of the basket separated from the device. A section of the device did not remain inside the patient¿s body. The patient did not have tortuous, calcified or scarred anatomy. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures were conducted. The device was not returned in to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. A lot history search found two complaints had been reported for this lot, and one related complaint from a different lot, all 3 complaints reported from the same customer. The review of the related complaints indicates a likely issue that excessive force was applied to the devices when removing stones, likely due to the size of the stones being removed and does not provide sufficient evidence an issue that would have affected other devices in the lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information and the information provided by the user that "the size of the stones being removed may have contributed to the issue." It was concluded the most likely cause for the issue was a procedural related issue related to the size of the stones being removed. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2023: the stone being removed was <1cm. The access sheath size was 10.7 and 12.7. When the basket tip broke, no parts of the basket separated from the device. A laser was used during the procedure. The patient did not have tortuous, calcified or scarred anatomy.

Event description:
It was reported that the basket head/tip of a ncircle tipless stone extractor broke while attempting to extract a renal stone through the last few centimeters of the access sheath ((B)(4)). The user then changed to a new ncircle tipless stone extractor from a different lot in which the same issue occurred ((B)(4)). The user then changed to a third ncircle tipless stone extractor and was able to complete the procedure. The device was tested prior to use. The patient did not have any abnormal anatomy. The user reported that the size of the stone may have contributed to the device failure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.